Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time..

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse, rectocele, cystocele and a mesh was implanted. Concomitantly the patient underwent a transvaginal hysterectomy. It was reported that following insertion the patient experienced chronic pelvic and vaginal pain, recurrent infection, urinary/bowel problems, recurrence, dyspareunia, organ perforation, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2011 and excision of vaginal mass on (B)(6) 2011 by implanting surgeon and removal on (B)(6) 2012 due to pain and vaginal discomfort. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced mesh protrusion in addition to psychological and emotional suffering.